Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding error c-00 occurring on the erbe. The reported complaint remained after the customer restarted the erbe. Tsr advised the customer to swap out the vision side cart (vsc) or connect the force triad, but the customer did not have an available vsc and was looking for an energy activation cable. There was no reported injury.